Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Prior to the transeptal puncture (tsp) the patient was administered 8000 units of heparin and an additional 40000 units were administered after the tsp. After release of the closure device the was was withdrawn and a thrombus was identified on the threaded insert of the closure device. The procedure concluded and the patient was placed on intravenous heparin. One day post index procedure the patient exhibited no neurological effects and was discharged with a prescription for apixaban.